Event description:
It was reported that patient underwent surgical procedure utilizing a micromax suture anchor on (B) (6) 2009. Subsequently, approximately six months post-op, the surgeon re-scoped the patient and found that the anchor had become detached from the suture prematurely. Patient is expected to undergo revision procedure, however, no further information has been provided to date regarding revision.

Manufacturer narrative:
Description of event - was updated to include the dates of the original surgery.lot number other - three different lot numbers (028000, 027970 & 745790) for part 905456 were implanted on (B) (6) 2009, however, it could not be determined which one had the issue with the anchor detaching. Expiration date - lot 028000 expires 1/31/2014, lot 027970 expires 01/31/2014 and lot 745790 expires 09/30/2013.device manufacture date - lot 028000 was manufactured 1/22/2009, lot 027970 was manufactured 2/9/2009 and lot 745790 was manufactured 9/25/2008.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for all lots show that they released with no recorded anomaly.

Event description:
It was reported that patient underwent surgical procedure utilizing a micromax suture anchor. Subsequently, approximately six months post-op, the surgeon re-scoped the patient and found that the anchor had become detached from the suture prematurely. Patient is expected to undergo revision procedure. No further information has been provided.

Manufacturer narrative:
There have been no trends identified related to this type of event. Numerous attempts have been made to obtain additional information from the surgeon. To date, product identification has not been provided. Should additional information be provided, a follow up report will be forwarded to the FDA.